Event description:
On (B)(6) 2012, it was reported that the patient's infusion device displayed e8 (power interrupt), e7 (electric error), and e4 ( occlusion error). The infusion device's vibrator is not functioning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The product was received for evaluation on (B)(4) 2012. The complaint cannot be verified due to mishandling of the product. The vibra shaft is bent due to a mechanical influence. Because of this, the vibrator does not provide feedback. E4 occlusion errors were found in the history, and the occlusion limits were tested successfully.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is available at this time. If further information is obtained, it will be provided in the supplemental report.